Manufacturer narrative:
Evaluation of the returned cat7 revealed a kink on the mid-shaft. If the device is manipulated against resistance or is mishandled at extreme angles during use, damage such as a kink may occur. The cat7 was flushed with the decontamination solution and with air, but neither were observed exiting the catheter from the kinked location. The reported complaint could not be confirmed. Further evaluation revealed a kink near the hub and bends along the length of the catheter. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The investigation findings do not lead to a clear conclusion about the root cause of the reported complaint.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7). During the procedure, the physician completed one pass using the cat7. The physician then removed the cat7 to flush. Then, upon flushing, it was noticed that there was a small hole in the outer wall of the mid-shaft of the cat7. Therefore, the cat7 was not used for the remainder of the procedure. The procedure was completed using a new cat7. There was no report of an adverse effect to the patient.